Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4)

Event description:
It was reported in journal article title: functional implications of femoral offset following hemiarthroplasty for displaced femoral neck fracture authors: benjamin buecking, christoph kolja boese, verena anna bergmeister, michael frink, steffen ruchholtz, philipp lechler citation: international orthopaedics (sicot). 2016; 40: 1515 1521. Doi: 10.1007/s00264-015-2828-1 treating femoral neck fracture in the elderly is frequently complicated by impaired post-operative mobility, loss of independence and high rates of morbidity and mortality. Surgical intervention aims to achieve immediate post-operative mobilization, reducing perioperative risk and avoiding the need for subsequent revision. The authors undertook a prospective observational study to identify whether there was a relationship between reconstructed femoral offset and functional outcome following hemiarthroplasty for displaced femoral neck fracture in elderly patients. The authors analyzed 127 consecutive cases of 126 patients (age range: 63 to 99 years old) with displaced femoral neck fracture and underwent bipolar hemiarthroplasty. During the surgical procedure, the femoral neck osteotomy was performed with an oscillating saw, and the cemented femoral component was inserted using a third-generation cementation technique. The medullary canal was blocked at the tip of the femoral component by an ethisorb medullary plug cement restrictor. The prosthetic head size was chosen according to the circumference of the patient¿s femoral head that was measured intraoperatively. Reported complications included hematoma (n-5), seroma (n-4), deep infections (n-2), and wound dehiscence (n-1). Revision operations were performed in eight patients (6.3 %). It was concluded that the findings suggest that inadequate reconstruction of femoral offset is associated with less favorable postoperative function; however, further prospective interventional studies are needed to establish the optimal surgical technique for managing femoral neck fractures. Additional information has been requested.